Event description:
This is a spontaneous case report of peritonitis in a patient from (B)(4) following therapy with physioneal, received by baxter (B)(4) from a physician on (B)(6) 2010. At an unreported date the patient started continuous ambulatory peritoneal dialysis (capd) with physioneal. At an unspecified date the patient developed peritonitis. Medical history and concomitant medication were not reported. The reporter did not provide a statement on causality. Additional information received from sales rep. On june 25, 2010: nature of problem with uv-flash compact not known at the moment, but may be handling related. Due to the problems with using uv chamber patient connected manually and developed peritonitis.

Manufacturer narrative:
(B)(4). Product is unknown therefore a 510k number will not be populated in this complaint file. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.